Event description:
Healthcare professional additionally reported left side deflation and valve delamination. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination and opening striated in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "deflation" , "left breast getting smaller".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak.

Event description:
Patient reported left side valve leak. The device remains implanted.